Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with unknown blood glucose at the time of the event. The customer states they were unconscious and had ems dispatched to take to hospital. The customer was given ivs and made it so they felt better. The insulin pump will not be returned for analysis.